Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a surgery had been performed, the patient experienced sepsis. In order to resolve this adverse event, a first stage revision surgery was performed on (B)(6) 2022, in which an unkn genesis ii total knee tib baseplate was explanted and replaced by a cement spacer. The current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a first stage revision surgery was performed due to sepsis. Reportedly, the femoral, tibial baseplate and insert were replaced by a cement spacer. It was communicated that the requested documentation would not be provided. Reportedly the root cause of the reported event was sepsis; however, the events contributing to the sepsis remain unknown. Although a 2nd-stage revision would be anticipated, the current patient status is unknown and the patient impact beyond the reported sepsis and first-stage revision could not be determined. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: d3